Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported this data incorrectly.

Event description:
On (B)(6), 2013 it was reported that the patient has low impedance on diagnostic testing and on the second testing it showed an impedance value of 642 ohms. It was later clarified that on (B)(6), 2013 they initially received a ¿low impedance¿ message, but when system diagnostics were performed, it was fine and indicated an impedance value of 642 ohms. Device manufacturing records were reviewed and it was confirmed that the lead and generator passed all functional tests prior to distribution. The patient was noted to be doing great and that the physician¿s office is not concerned that anything is wrong as there is no pain and there has been no change in seizure activity. The patient is pregnant and therefore they will not do an x-ray or surgery.

Event description:
It was reported that the patient was scheduled for vns replacement. The patient underwent generator and lead replacement on (B)(6) 2014. The explanted devices have not been received to date.

Event description:
The explanted devices were discarded by the hospital.